Event description:
Reporter alleged, the customer obtained a back to back blood glucose result of 220 mg/dl on their advantage system compared to a emergency medical technician (emt) value of 106 mg/dl. Its a specific timeframe between testing was not provided other than the reference to "back to back" testing. Reporter stated, the customer was being transported to the hosp at the time she was reporting this incident to the MFR. No treatment info on the customer was provided and it is not known if any actions were taken based on the comparison. A request was made for the return of the suspect device and replacement product was sent.